Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to stress urinary incontinence, cystocele, and rectocele. It was reported that following insertion the patient experienced severe pain in pelvis/stomach, leading patient to pass out twice from pain, urinary tract infections, urinary incontinence, leakage and painful and frequent urination. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.